Event description:
The micro sagittal saw was sent for service and it ran on its own without user activation during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.